Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and no delivery alarm due to bent cannula. Blood glucose level at the time of the incident was 420 mg/dl at the time of call. Customer¿s other blood glucose level was 368 mg/dl. Customer feel okay troubleshoot for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital and based on customer report customer did not allege insulin pump was under delivering. Customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.